Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose, and the insulin pump is not delivering any insulin. Customer stated that the blood glucose reading was 458 mg/dl and customer's mother is taking him to the emergency room. Nothing further was reported.